Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a "blast in their chest" and their spouse did not hear anything. The patient inquired as to whether when a patient receives a shock, if someone else would be able to hear it. The patient was directed to contact their clinician to have a device check performed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.